Event description:
Received one device. Customer concern confirmed. In addition inspection found that the downstream occlusion sensor (dso) seal is lifting/separating from device. It was reported that the time/date defective. The event occurred during testing.

Manufacturer narrative:
Received one device. Confirmed customer complaint of ¿it was reported that the time/date defective¿ was confirmed. Upon further inspection downstream occlusion sensor (dso) seal was lifting. Replaced dso seal. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test. Criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.